Event description:
During a face lift procedure (rhytidectomy), while the physician was undermining the layers of the skin and subcutaneous tissues, this scissors punctured through the layers of the skin leaving 2-2mm stab sites at the mandibular border. The site was sutured. There was no permanent injury to the patient.